Manufacturer narrative:
Per good faith effort (gfe) response received 02may2025, the customer stated that replacing the o2 manifold corrected the problem. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) manifold was not directing flow as it should. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen (o2) manifold was not directing flow as it should; the o2 transport 3-way manifold was bypassing o2 out of one of the inlet ports. The remote service engineer (rse) advised the customer that there is no repair through philips for the o2 manifold and provided the customer with the part number of the replacement o2 transport kit. This investigation is ongoing.